Event description:
Related manufacturer reference number:3006705815-2022-00459. Related manufacturer reference number:1627487-2022-00532. It was reported that the patient experienced pain at the ipg and anchor site after losing a significant amount of weight. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced while one anchor was explanted to address the issue. It is unknown which anchor was explanted; therefore, both anchors will be reported.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.